Manufacturer narrative:
Reader mbmz316-j0430 was returned and investigated . Visual inspection was performed on returned reader. No issues were observed. Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. Issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. No sensor has been returned and a valid serial number has not been provided. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the partial product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced slurred speech, loss of consciousness and had to be transported to the hospital and was provided glucose drink and a sandwich by an hcp for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced slurred speech, loss of consciousness and had to be transported to the hospital and was provided glucose drink and a sandwich by an hcp for treatment. There was no report of death or permanent impairment associated with this event.